Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (Fremont). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization, a 3mm x 6cm galaxy g3 mini (glm930060, l13220) kinked in the excelsior sl-10 microcatheter (mc) and was unable to deploy. There was no patient injury reported. No further information is available. The device will not be returned for analysis and therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device l13220 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿coil - kinked/bent-in patient¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. The instructions for use cautions users to inspect for kinks and bends, or other signs of damage prior to and during use. Any product with damage is not to be used. If the operator encounters kinking or damage during clinical use, they are clinically trained to immediately discontinue manipulations and remove the product. This may require insertion of an additional device, which can cause intra-procedure prolongation. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a coil embolization, a 3mm x 6cm galaxy g3 mini (glm930060, l13220) kinked in the excelsior sl-10 microcatheter (mc) and was unable to deploy. There was no patient injury reported. No further information is available.